Event description:
An alarm issue was reported with the adc device in use with oppo a78 5g with android 14 operating system version. The customer reported encountering a "signal loss" issue and as a result, the sensor's alarm did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness and was not able to self-treat, requiring glucagon injection and sugar-water from a non-healthcare professional (non-hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The user reported missing high or low alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with oppo a78 5g with android 14 operating system version and app version 2.10.1.10406. The customer reported encountering a "signal loss" issue and as a result, the sensor's alarm did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness and was not able to self-treat, requiring glucagon injection and sugar-water from a non-healthcare professional (non-hcp) for treatment. There was no report of death or permanent impairment associated with this event.